Manufacturer narrative:
This report is filed on december 20, 2017.

Event description:
Per the clinic, it was reported that patient experienced poor performance with device following an MRI (tesla unknown); subsequently the patient underwent revision surgery (date not reported) to remove the internal magnet.

Manufacturer narrative:
Correction: the correct PMA/510(k) number is k131240.